Event description:
Event desc: pt was taken from pediatrics to mobile MRI in order to operform scan. Pt was under sedation so they were connected to a pulse oximeter (nonin medical inc model 8604). MRI tech questioned hosp nurse as to whether the pulse oximeter was MRI safe and was told that it was; they had used this machine in MRI for all sedated pts. Pt was placed on table and the table was advanced into the magnet to initiate scan. At this point, the MRI tech noticed the pulse oximeter being attracted to the magnet. The tech jumped forward into the magnet and covered the pts body and head with her body. Pt sustained no injury however, the tech received a laceration on one of the fingers on her left hand.

Manufacturer narrative:
Nonin received medwatch 2200190000-2006-8006 from the FDA on 9/11/06 (letter post marked 9/5/06). Nonin received a letter from the FDA dated 7/14/06, requesting more info on 9/13/06 (letter post marked 9/7/06). Nonin was not notified by user facility of adverse event, nor were we notified to repair the unit.